Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. The patient was reportedly conscious. The response buttons were not pressed during the event. There is no indication that the patient sought medical attention. The patient removed the lifevest at the time.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury. The patient removed the lifevest at the time. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device monitor: (B)(4): 12/01/2012 - reuse; electrode belt (B)(4): 08/01/2014 - initial use. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(4) clinical trial g960083 ((B)(6) per patient-month with (B)(6) confidence). (B)(4).